Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a lysis of adhesions procedure, error tones were heard and then part of the waveguide disengaged and fell into the pt cavity. The broken piece was recovered by the surgeon. There was no pt injury.